Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was ¿high¿, per continuous glucose monitor reading. Customer declined troubleshooting with tandem technical support to resolve the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.